Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed, and functional testing was performed. The cassette was not recognized due to a faulty downstream occlusion (dso) sensor, and the dso seal was degraded. The dso seal and sensor were both replaced to address this issue.

Event description:
It was reported that the pump was stuck during a software version upgrade. There was no patient involvement. Evaluation of the returned device found that the downstream occlusion seal was damaged.